Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the sample was returned without the distal end of the balloon. The returned segment contained the hubs, shaft, and the proximal base of the balloon. A complete circumferential rupture was observed 128.1cm from the strain relief to rupture. A 49.7cm segment of the catheter was returned detached on the returned guidewire. Microscopic examination of the catheter found it bunched and stretched at the location of the detachment. The catheter was kinked throughout its length. The manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user facility. No other anomalies noted to sample. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the device was returned. The investigation is confirmed for a complete circumferential balloon rupture and a balloon and catheter detachment based upon the condition in which the sample was received. The investigation is inconclusive for sheath related retraction issues, as the sample was returned in poor condition and functional testing could not be performed. Per the reported event details, the tracking vessel was severely calcified. It is unknown whether the calcified vessel contributed to the balloon rupture. The balloon rupture likely contributed to the retraction issues and the balloon detachment. However, based upon the available information the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Do not exceed the rated burst pressure. To prevent over pressurization, use of a pressure monitoring device is recommended. Balloon rupture may occur if the rbp rating is exceeded.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured at 6atm in a severely calcified lesion in the sfa. It was further reported that as retraction through the sheath was difficult, the hcp applied force to the device allegedly resulting in a detached balloon segment. It was also reported that an attempt was made to retrieve the detached segment from the vessel; however, it was unable to be retrieved; therefore, a stent was placed to appose the balloon segment against the vessel wall. It was then reported that vascular patency was restored and the procedure was completed. There was no known impact or consequence to patient and they were reportedly discharged.